Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that atrial lead exhibited oversensing noise causing inappropriate automatic mode switch. Reported issues were reproducible with isometrics. No interventions were performed. The patient was in stable condition and will continue to be monitored.